Event description:
It was reported the buttons on the customer's insulin pump was unresponsive. The customer's blood glucose was unknown. Customer was advised to call back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unresponsive buttons were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The electronic assembly was inspected and moisture damage was noted on the liquid crystal display circuit board. No moisture damage was found on the motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a stained end cap sticker.